Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/17/2017. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: please verify if the issue noticed with a newly opened box? Yes this was a newly opened box by the ed provider who noticed the sutures were different than what the box stated. Was the box found sealed before opening? Yes it was sealed. Are multiple suture types stored in one location? All sutures are stored in our suture cart in the same drawer. Is it a normal practice to open the boxes and store all sutures together? All sutures are left in their original boxes after being open. An opened box of the product code 8698g was received for evaluation. During the visual inspection of the product, three different lots numbers were observed on the samples received. According the manufactured dates there are a difference of three and four years of separation between the lots number and these batches could not be mixed in our sites of manufacturing. Per the samples conditions and that the box was received open, the assembly - incorrect implantable could not be occurred in the manufacturing sites.

Event description:
It was reported that before an unknown procedure on the patient on unknown date, it was noticed that the sutures were different than what the box stated; it did not match the product code stated on the external box.the procedure was completed with other suture. There were no patient consequences reported.